Event description:
It was reported that the atrial lead was undersensing and oversensing noise causing the device battery to reach elective replacement indicator (eri). The atrial lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4068-58 lead, implanted: (B)(6) 2002. (B)(4).